Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The account alleges two siege devices were successfully placed in an 8 month old patient. During the procedure the collateral was sized many times and determined to be 3.7mm. After review a 6.5mm siege plug was used alongside a correctly sized terumo progreat. The device was prepped and placed successfully around a curve. Once the device was in a good position it was deployed, good view of the radiopaque markers and lobes was visible. Flow was still noticeable at the two minute mark. After a total of 15 minutes the flow became noticeably sluggish. The second collateral was 2.2mm and a 4.5mm siege plug was used. The device was prepped and placed successfully. After 20 minutes there was no change in the flow through the collateral. The clinician decided to keep the device in and will check on it after some time. No additional patient consequence to report.